Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The reload was connected to the manual stapling handle. The surgeon tried to clamp the thick tissue, however, the clamp force was weak and could not clamp the tissue properly. There was no patient harm.

Manufacturer narrative:
Based on review of the file,this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.